Event description:
It was reported that the device delivered an inappropriate shock due to an incorrect interpretation of an episode of atrial fibrillation. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
B3 - event date is estimated to be in 2023.